Event description:
It was reported that an ilet pump triggered an alert 41 for an insulin shaft rewind error during training, which persisted despite restarts and a factory reset, and a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included continued cgm use via the dexcom app or receiver and return of the affected pump using a provided shipping label. Investigation included troubleshooting by restarting and factory resetting the device and logistical actions to replace the device and process the return of the original device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.